Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. It was reported that the device was prepared inside of the patient anatomy. It should be noted that the instructions for use (IFU) states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported balloon rupture appears to be related to anatomical conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler rx device is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a concentric, de novo lesion in the mid left anterior descending coronary artery with no tortuosity and mild calcification. A 3.00 x 15 mm traveler balloon dilatation catheter (bdc) was prepped (air aspiration) inside the anatomy prior to use and was advanced to the lesion with no resistance. The balloon of the bdc ruptured on the first inflation at 8 atmospheres. The bdc was simply removed and an additional unspecified bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.